Event description:
The hospital reported that during a coronary artery bypass procedure, two heartstring iii seals were cracked. A third device was opened; however, after depressing the plunger to deploy the seal into the aorta, the seal came out with the delivery device and did not remain in the aortotomy. A fourth replacement device was used to complete the procedure. The hospital did not report any patient effects. Refer to MFR report #s 2242352-2012-00982 and 2242352-2013-01184.

Manufacturer narrative:
A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. Investigation results: the device was returned to the factory for evaluation. It showed no signs of clinical usage. There was very little evidence of blood on the device. The loading device was not returned. The seal was extended outside of the delivery device tube; the blue tether was disengaged from the seal as the seal was completely unraveled. The tension spring assembly remained inside of the delivery device tube. The green slide lock and white plunger were depressed on the delivery device. Based upon the evaluation results, the reported complaint for "cracked seal" could not be confirmed; however, based upon engineering analysis, it appears that the device failed to deploy. (B)(4).